Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead was found to be broken and the lead pace impedance was high. The impedance measurements reached out of range levels, at greater than 3000 ohms. The patient was reportedly dependent. The clinical observations resulted in the patient passing out, in turn, suffering a head contusion. A temporary pacer had to be placed and the patient was put on life support. The lead was ultimately removed and replaced. No additional adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received.

Event description:
It was reported that this right ventricular (rv) lead was found to be broken and the lead pacing impedance was high. The impedance measurements reached out of range levels, at greater than 3000 ohms. The patient was reportedly dependent. The clinical observations resulted in the patient passing out and, in turn, suffering a head contusion. A temporary pacer had to be placed and the patient was put on life support. The lead was ultimately removed and replaced. No additional adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of this lead was performed. Visual inspection noted blood/body fluid in the helix housing and an extended and bent helix. Tissue was found entwined in the helix. The lead body was twisted for approximately 18 cm from the terminal pin and environmental stress cracking was noted approximately 8.5 cm from the pin. An x-ray of the lead found that the inner (cathode) coil was deformed, likely due to explant. The lead did not pass continuity testing; the outer (anode) coil measured as open, consistent with an outer coil fracture. The x-ray findings confirmed the high impedance and fracture reported clinically. Due to the location and the type of damage exhibited, the damage appeared consistent with lead entrapment in the clavicle-first rib region. However, due to the twisting, an issue with twiddler's syndrome could not be ruled out as a contributor. It is reasonable to assume that a fractured right ventricular lead could result complications related to pacing issues, such as the syncope, head injury and surgical intervention observed clinically. The patient code 3191 accounts for the surgical intervention that occurred.